Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant troponin result is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant high immulite 2500 troponin result was obtained with 1 pt sample. The pt's initial sample was tested in duplicate and one result was high. Repeat testing on an alternate immulite 2500 was performed, the results were in line with one of the previously tested duplicates. The discordant high result was not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results.